Event description:
Scars and deep wrinkles in area between nose and upper lip four days after receiving restylane injeciton. Complainant was injected, to plump lips instead 4 days later complainant had big bumps in lips and was told to massage them out. Complainant's condition did not change and ten days later, was injected with "ahaluronidase" to help dissolve the restylane. Condition persists.